Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed and the device passed. Functional testing was performed and included simulated-use testing; no issues were found that could have caused or contributed to the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported issue was not verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was burning smell coming from the homechoice device. There was no report patient injury or medical intervention associated with this event. No additional information is available.